Event description:
It was reported that there was an alert tone for a low impedance of 17 ohms. After implant the impedance was consistently 30-31 ohms. The impedance is now less than 20 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.